Event description:
Customer reported she received a no delivery alarm during prime. Customer changed the infusion set twice and the alarm was recurring. He then changed the reservoir and the issue was resolved. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.